Event description:
Customer reports the advantage meter produced results of 970 mg/dl and 700 mg/dl. Customer states she may have looked at the display from an angle when viewing these results. During troubleshooting, it was discovered that at times segments are missing and darkened on the advantage meter display. No adverse event reported. No action taken on device results. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.